Manufacturer narrative:
The reported event was addressed with phone support. The customer later reseated the ethernet cable connecting the e-200 to the system and rebooted both the system and the e-200 unit. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the monopolar and the bipolar cables were not recognized by the e-200 during a procedure. The customer initially attempted to resolve the issue by replacing monopolar and bipolar cables and performing a power cycle on the e-200, but the issue persisted intermittently. The customer received phone assistance from the technical support engineer (tse). The tse inquired whether it was possible to change the instrument, but the problem reoccurred intermittently. The customer also tried using another erbe. No errors were displayed in the logs. A second call made to the tse revealed that the surgeon decided to convert the surgical procedure to laparoscopy. The tse instructed the customer to reseat the ethernet cable connecting the e-200 to the system and to reboot both the system and the e-200 unit. After following these instructions, the customer confirmed that the issue was resolved. The procedure had been converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was informed that after the tse support, the procedure continued robotically but then for unrelated, unspecified "clinical reasons", the surgeon decided to convert to open.